Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supply to resolve the reported issue. Fse also replaced the faulty circuit breaker and epoxy switch to alleviate the intermittent power disconnection issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply was installed in a working system and error 417 was triggered. The system power manager (spm) status was checked and the current of the power supply was too low compared. The circuit breaker and epoxy switch involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, error 417 was found in the logs. There was no report of patient involvement.